Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection with the naked eye was performed with no issues noted. Underwater pressure testing was performed with no issues noted. Functional testing including self test and priming were performed with no issues noted; no connectivity issues were found. The reported condition was not verified. The device was found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a connection issue; further described as "solution and cassette supply line were connected, but only half-locked without tight"; the connection was loose. This was observed during setup for peritoneal dialysis therapy. There was no observed defect on either product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.